Event description:
It was reported by service report that the pin bracket bolt on the retaining post assembly is sheared off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.